Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used to ligate the cystic duct and artery and it would only deploy clips on every other firing and in between it would fire clip out of the jaws/ it was as if the device had a loading issue. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.